Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no specific event date was reported. Medical device problem code: (B)(4)captures the reportable event of stent material deformation. Conclusion code: is being used in lieu of an adequate conclusion code for device not returned. The complainant indicated that the stent remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be file.

Event description:
It was reported to boston scientific corporation on may 10, 2021 that an ultraflex tracheobronchial uncovered distal release stent was implanted in the tracheobronchial tree during an airway stent placement procedure performed on an unknown date. During the procedure, the stent was deployed successfully inside the patient; however, the physician noticed that the stent appeared to be frayed at the distal end after insertion. Reportedly, the stent remains implanted and the procedure was completed with this device. There were no patient complications as a result of this event. The patient condition after the procedure was reported to be stable.